Event description:
It was reported that during an endo-thyroidectomy procedure, an error code 5 was displayed. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the devices were returned with the blade scratched and cracked. The devices were tested with a generator and an error code 5 was displayed. Due to the damage to the blade, it was confirmed that the devices were non-functional. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blades were tested for scratches and cracks and the blade broke off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.